Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with an intraocular lens (iol) implant surgery, the lens was found to be scratched. The lens was removed during the initial procedure and a backup lens implanted with no harm to the patient. The iol is not available for return. Additional information was requested and received.